Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3037 lot# serial# (B)(4) implanted product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a loss or change of therapy. The patient stated the batteries in the patient programmer were dead a few days prior to the call and the patient couldn¿t sync the patient programmer. The patient used the patient programmer on the call and was able to connect. It was noted the patient programmer appeared to be working as intended on the call. The patient programmer showed the implantable neurostimulator (ins) was on and the patient was on program 3 at 1.0 v. The patient reported they were not feeling stimulation. The patient stated they were not having any control whatsoever. The patient stated that if he had to go he had to go. The patient stated his bladder was not completely emptying either. The patient did not feel stimulation and therapy was on. The patient increased stimulation and felt stimulation to 1.5 v and was barely feeling it in the correct area. The patient stated they had not been feeling stimulation since (B)(6) 2017 and they had no bladder control and their bladder was not emptying completely since april 2017. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.